Event description:
It was reported that the patient experienced two asystolic episodes which were noted on telemetry while the patient was in the hospital for an unrelated fall. Interrogation of the device showed normal parameters for the right ventricular lead; the cause of the "no output" could not be identified. The device was explanted and replaced, and the right ventricular lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was returned and analyzed. Preliminary analysis revealed no output. Further testing revealed that the no output condition was the result of lifted hybrid bond wires.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead, implanted (B)(6) 2004. (B)(4).